Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the light guide lens adhesive area and the plastic distal end cover, but it was not possible to identify the foreign object. It is likely that proper reprocessing could not be performed and the foreign matter could not be removed due to a leak failure caused by holes in the curved rubber and deformation of the scope connector. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a damaged distal sheath. There was no report of patient harm. The device was returned, evaluated, and there was foreign material found on the plastic distal end cover and on the light guide lens adhesive. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found on the plastic distal end cover and the light guide lens adhesive, other evaluation findings are as follows: the grip and the control unit were discolored; the air/water cylinder had no color; water tightness was lost due to deformation of the suction connector and a pinhole on the bending section cover; the image had a partially dark area due to a scratch on the objective lens; the distal end was deformed; and there were scratches on the forceps channel port, the suction cylinder, the scope cover, the switch box, the right/left knob, and the upward/downward knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.